Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that lead fracture was causing high impedances. As a result, the lead was explanted and replaced.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found broken in two pieces. The cause of the event is consistent with damage during use.